Event description:
Consumer complaint of high blood results. Performed back to back blood test- results 280mg/dl and 294mg/dl. Reviewed the last 5 blood results in the meter memory: (the results are all fasting): (B)(6) 2014 @4:45pm - 326mg/dl; (B)(6) 2014 @4:44pm - 351mg/dl; (B)(6) 2014 @9:09am - 107mg/dl; (B)(6) 2014 @12:47pm - 140mg/dl; (B)(6) 2014 @8:46pm - 276mg/dl. Expected blood results (fasting am) -107mg/dl and (fasting pm) - 140mg/.dl-160mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (351) and the lowest normal result (140) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated and no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference, user reused test strip, user's test strip had poor fill.